Manufacturer narrative:
The report of ¿unable to connect to ipg¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The root cause of the inoperable ipg was the surgical procedure the patient reported having prior to the device becoming inoperable. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was replaced to address the issue. Therapy was restored post-operatively.